Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level went as high as 469 mg/dl. Customer treated their high blood glucose via insulin pump and manual injections. Customer changed out their set, they received a no delivery alarm and insulin squirted out due to pushing the plunger. Customer advised they had a low reservoir and the device did not alarm. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer performed and passed both the self-test and high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.